Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of a split in the catheter extension tubing is confirmed and was determined to be use related. One 5 fr d/l powerpicc was returned for evaluation. A microscopic observation of the extension tubing and the returned purple luer revealed a complete break in the extension tubing with some extension tubing still visible inside the distal section of the purple luer. Beach marks were observed in the extension tubing fracture surfaces, and the fracture edges of the extension tubing were uneven as seen with material fatigue of the extension tubing. Based on the observations of the break in the extension tubing of the returned catheter, the compliant of a break in the extension tubing is confirmed and was determined to be use related. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter was found ruptured at the connector during maintenance. The connector was separated from the catheter, making it impossible to continue using the product. Catheter had to be removed.

Event description:
It was reported that the catheter was found ruptured at the connector during maintenance. The connector was separated from the catheter, making it impossible to continue using the product. Catheter had to be removed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.